Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for this event. The cause of the peritonitis was not reported. Treatment was not reported. The outcome of the peritonitis event was not reported. Peritoneal dialysis therapy was discontinued and the patient was placed on hemodialysis therapy. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Date of the event: the exact date of the event was not provided; it was reported to have occurred in (B)(6) 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.